Event description:
The device reportedly displayed dashed lines on the screen while monitoring a pt. The ECG pt cable and electrodes were reportedly swapped and the device reportedly continued to display dashed lines. There were no adverse effects to the pt as a result of the reported event. The pt's details were not reported.